Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yka6, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 12-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient was experiencing lower back pain more than they used to. Additionally, the patient reported that they think their leads probably migrated because they do not feel stimulation in the same area or as often as they used to, but was not having enough problems that they would want a revision surgery. The patient reported that they used to feel stimulation constantly, but now they only feel it in certain positions and will feel it suddenly. The patient then reported that they had fallen down the stairs and sprained their ankle and hurt their back, but reported that their back issue has started prior to the fall. Patient was advised to follow-up with their healthcare provider (hcp) and their status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from patient reporting that the circumstances that led up to the lead migration, sudden stim changes and stim being in a different location was that they fell down the stairs, spraining their ankle and injuring their back slightly. Patient stated that they no longer felt the stimulation in the pelvic floor. Their back hurt continually when the device was on, slightly more than when device was off. They've tried different frequencies on the device; however, none worked well and that all are painful or cant be felt at all. No steps have been taken yet (11 months later) so issue hadn't been resolved. No further complications were reported.